Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate coronary artery disease and hypertension could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), 7 years, 9 months, and 23 days post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve required intervention due to stenosis and a 20mm sapien 3 ultra resilia valve was implanted successfully with an additional 1.5ml of volume. According to the medical records, patients tee from approximately 1 month post valve in valve which showed an aortic valve area (ava) of 0.57cm^2 and moderate to severe tricuspid regurgitation. Another pre-op tee showed severely thickened and calcified tavr leaflets with restricted opening consistent with severe stenosis and moderate valvular aortic regurgitation. The patient denied any shortness of breath or dizziness. Approximately 1 month later, the patient underwent a valve in valve (sapien s3 20mm). The post op EKG showed normal sinus rhythm (nsr) with left bundle branch block (lbbb) and 1 atrioventricular block (avb). The post-op echo showed ef 40-45% with no ar or paravalvular leak. Normal expected gradient and ava. The patient was stable and in satisfactory condition on discharge home.